Manufacturer narrative:
This device is used for treatment, not diagnosis. Part has damage from implantation and extraction. There are tool marks at the proximal end where pliers were used and the part is distorted. The assembly mechanism jams at this point. The assembly does not appear broken or nonfunctional. A dimensional inspection cannot be performed do to damage. However, there is no indication that the part failed to function. The part is not broken and the locking mechanism is functional. Verified material tialb with niton 06, passed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reported date of implant was (B)(6) 2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
Patient was implanted with a short tfn nail, helical blade and screw on an unknown date in (B)(6) 2012. It was reported the femur fractured at the distal tip of the nail and subsequently the patient could not walk. It is unknown as to when or what happened that caused the fracture. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed all hardware and the patient was revised with a long tfn nail construct. There were no issues reported in the surgery. This is 1 of 3 reports for the same event.